Event description:
It was reported that a malfunction occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the customer in doing so, and the malfunction did not recur after the reset. The customer may continue to use the pump and was instructed to reach out again if the issue reoccurs, which they acknowledged and understood.